Manufacturer narrative:
Product analysis: functional analysis is not more possible due to a leak. Visual analysis confirmed the presence of a leak on the balloon due to a radial hole on the distal peak of the ibt. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the ibt is due to contact with bone splinters during surgery.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for osteoporosis at level "3". Intra-op, one of the two balloons disrupted. The product came in contact with the patient. The rupture occurred at high pressure of 200 and with volume of 2 ml. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.